Event description:
It was reported by the representative the device was used during a laparoscopic nissen fundoplication. It was reported the surgeon was doing a routine case. In last extraction of laparoscopic babcock graspers the surgeon noticed the ring falling on to the pt (outside of the pt). He finished the case as he normally would have (laparoscopic portion was complete). 5/29/98 the device is being held by the hospital and will be sent in with the report. There was no consequence to the pt.